Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff was unable to obtain the arterial pressure. The iab was replaced and therapy was provided. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - unique identifier (UDI) # from: [blank] to: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff was unable to obtain the arterial pressure. The iab was replaced and therapy was provided. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Corrected data: d.10 returned to manufacturer on, changed from: 07/17/2020 to: blank. Additional information: section a - patient sex female. Section a - patient weight 141 lbs. Section a - patient age 67 years old. Section b - other relevant history cardiogenic shock/ischemic cardiomyopathy. Device was not returned for evaluation as initially reported. On 29jul2020, the returned box was reported to not contain a device, the box was returned as undeliverable. If provided we will send a supplemental report with our additional findings. H3 other text : device not returned.

Manufacturer narrative:
Full initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff was unable to obtain the arterial pressure. The iab was replaced and therapy was provided. There was no reported injury to the patient.